Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: 1504136 ¿ drawer came off rails a review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer is broken and is extremely difficult to open. A field service engineer powered down the station, removed the station back panel, removed the full height cubie drawer from the station, replaced slide rails, put the drawer back in the station, closed the station back panel, and powered on the station. The system functioned as intended after the field service engineer troubleshot the device

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer is broken and is extremely difficult to open to obtain medications. There were no adverse events or injuries reported based on this incident.